Manufacturer narrative:
Per the clinic, the patient also experienced an extrusion of receiver/stimulator. Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 10, 2024.

Event description:
Per the clinic, the patient experienced recurrent infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.